Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Additional information: h6 (device codes), h7, h9 investigation conclusion: the customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Test results identified that when the returned keypad was installed on the test fixture, the keypad did not power on using the system on key and the ac light did not illuminate as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection was performed on (qty 1, p/n tc10012515). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer. A broken trace (20) was also observed associated to the power on button. Root cause analysis: electrical failure ¿ design device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.

Manufacturer narrative:
Investigation conclusion: the customer reported that there was a defective pcu (8015) keypad resulting in the device not turning on was confirmed. Test results identified that when the returned keypad was installed on the test fixture, the keypad did not power on using the system on key and the ac light did not illuminate as intended. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: an external and internal inspection was performed on (qty 1, p/n tc10012515). External inspection of the keypad was observed to be in good condition with no irregularities observed. Internal inspection of the keypad found signs of fluid ingress where the flex cable meets the circuit layer. A broken trace (20) was also observed associated to the power on button. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3: only a keypad was provided for the investigation.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted prior to patient use.